Event description:
It was reported that (1) hp052 was used during a unknown procedure. It was reported by the rep that the handpiece caused the generator to give a solid tone. Opened another device to complete the case. There was no consequence to pt.